Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. The device has not been serviced in the past 12 months. Review of the event history log was not applicable. Functional testing was not able to duplicate the customer reported issue. The customer's reported issue could not be duplicated. The pumps downstream occlusion (dso) sensor was tested and was found to be functioning properly and activating within specification. The investigation determined the problem had been a user related issue. No further action will be taken.

Event description:
It was reported that the pump was showing the occlusion alarm. There was unknown patient involvement.